Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 270 mg/dl at time of report. Reportedly, no drops were observed dripping from the infusion set tubing. Customer changed the pump supplies and resumed insulin delivery to address the issue, and was unable to provide additional information.